Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The sister of a (B)(6) female patient reported that the patient was treated. The lifevest delivered an inappropriate treatment at 18:00:42 during rapid atrial fibrillation (129 bpm). The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. The patient continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device mfg date: monitor: 02/2014 - initial use; electrode belt: 08/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).